Event description:
(B)(6) study. It was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 23.8mm. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of 81mg of aspirin and 75mg of clopidogrel. 188 days post procedure the patient presented to the emergency department due to events of confusion and dysarthria. The patient was admitted to the hospital, a computed tomography (CT) scan was performed, and the patient was diagnosed with a transient ischemic attack. The event is ongoing, and no other complications have been reported to have occurred.

Event description:
Heal-laa study: it was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 23.8 mm. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of 81 mg of aspirin and 75 mg of clopidogrel. 188 days post procedure the patient presented to the emergency department due to events of confusion and dysarthria. The patient was admitted to the hospital, a computed tomography (CT) scan was performed, and the patient was diagnosed with a transient ischemic attack. The event is ongoing, and no other complications have been reported to have occurred. It was further reported that the patient did not experience a transient ischemic attack. The event was diagnosed as only dysarthria not due to a transient ischemic attack.